Event description:
A hemodialysis user facility has reported an event of a separation of the cap that covers the venous blood chamber during dialysis. Reportedly, the event occurred at 30-40 minutes into the treatment and the machine alarmed. They were able to return the blood in the arterial line back to the pt. The blood in the venous line was not able to be returned and they estimated the blood loss as approx 150-200 ml. A new treatment set was used to complete the dialysis without further incident. The nurse reported that the pt is fine, no ill effect. The sample is saved for eval. The pt was discharged to his home when the treatment was completed.

Manufacturer narrative:
(B)(6).